Manufacturer narrative:
An event regarding disassociation involving a metal head and an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, more x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned.

Event description:
By way of x-ray, dr. (B)(6) saw femoral dislodged from femoral stem. Surgically removed head and stem and replaced with a new stem and head. Trunnion of original stem seemed to have deformed causing head to come off.